Manufacturer narrative:
Visual examination indicates that atypical force was applied to the implant during tightening. Dimensional inspection of critical features confirmed the product met specification. Discussion with the sales representative confirmed that this surgeon will not use the torque limiting handle, preferring to hand tighten. System comes with a torque limiting handle to prevent excessive force from being applied to the implant. Evaluation of the screw indicates that the fracture was directly related to the application of atypical force on the implant by the user during tightening.

Event description:
Contact reported that the implant was damaged during tightening. This resulted in the need to remove the implant and place another. The event caused a delay in the case in excess of 30-min. There was no adverse patient event as a result of this situation.